Event description:
A (B)(6) old male pt had a zenith flex aaa endovascular graft iliac leg placed (B)(6) 2010. (B)(6) 2012, the pt presented to the ER with difficulties. Additional info received (B)(4) 2012 - pt has metastatic colon cancer. Graft was occluded at origin of rt iliac. Rt external artery was also occluded and open at rt femoral. Pt had other clots further down leg. Pt currently in renal failure. Graft did not look kinked or compromised in any way on x rays or CT's. Pt underwent lysis on friday morning in the ir suite.

Manufacturer narrative:
Event is still under investigation.